Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that during the operation wire resistance was too low and it was replaced with a new extension. The procedure was completed. The cause was unknown and troubleshooting was also unknown. No medical symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The low impedances were resolved by replacing the extension. No further complications were reported/anticipated.